Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist. Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was suspected to have community acquired sepsis. The patient was started on continuous rental replacement therapy. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. E.1 added us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25492. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25492 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2025-25492 was submitted in accordance with updated procedures.